Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3920 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent catheter placement from the right basilic vein on december 12. When pre-flushing the catheter following package opening, the operator found fluid leaks occurred at 10 cm scale of the catheter. It was impossible to perform catheter placement normally.